Event description:
During an anterior cruciate ligament (acl) procedure utilizing flexible 4.5 mm clancy reamer/drill bit, it was reported that, while the surgeon was drilling to make a tunnel for the arthrex tightrope, the doctor tried to remove the drill bit while keeping it forward. It was reported that the drill would spin, but the drill bit would not. The surgeon removed the drill and proceeded to position a clamp and an arthrex handle on the drill bit in order to remove with no success. It was reported that the doctor tried to mallet the drill bit out of the joint and was ineffective. On a final attempt, the surgeon attached the drill and the drill bit, making the fitting as firm as possible. It was reported that the surgeon was able to remove the drill bit, which was found to be broken in the middle. It was reported that the broken piece was still intact when removed from the patient. It was reported that a backup device was available to complete the procedure. (B)(4).

Manufacturer narrative:
Subject device was returned for evaluation. Visual inspection confirmed the failure mode of ¿broken drill. Device was received in one piece. It was noted that the coils of the device were opened, and a break is present in the location where the coils separate. However, the break is not throughout the length of the device. The condition of the device shows that the markings have become worn although the head of the drill is in a good state. The coils are free of bone debris and tissue. It was observed that the subject device has a visible bend. The device was sectioned and the concentricity of the inner cannulation was visually assessed. The inner cannulation appears to be appropriately centered. Evaluation did not identify any abnormalities that would indicate a need for further dimension evaluation of the tolerance zone of the device. It appears that the device was excessively bent during use due to the permanent material deformation of the spiral cut of the device. Instructions for use (IFU) state: ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿. Review of the device history records was performed which confirmed no discrepancies. A complaint history review recognized one (1) additional complaint filed for the manufactured lot. Per results of the evaluation, the root cause was determined to be ¿improper use¿. At this time, no further investigation will be implemented. (B)(4).